Event description:
IV pump tubing examined; once opened to find no cap on end of tubing and no end to tubing. End of tubing open to air with no cap only open tubing. Co-worker preparing to hang med and "without inspecting the tubing prior, began to prime noting the tubing did not have an end to it."